Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: brand name: micra / model #: mc1vr01 / expiration date: 28-jan-2023 / serial#: (B)(4) / UDI #: (B)(4) / device available for evaluation: no / mfg date: 28-jul-2021 / labeled for single use: yes. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the attempted implant of a leadless implantable pulse generator (ipg) the leadless ipg exhibited poor data due to the leadlesss ipg being deployed without operator input.  It was also reported that the leadless ipg could not be stored in the device cup so it was removed by tethering with the body as it is. It was also reported that a blood clot had formed on the delivery system. The leadless ipg and delivery system were removed and replaced. No patient complications have been reported as a result of this event.